Manufacturer narrative:
This MDR is being submitted as a part of a retrospective review and remediation effort based on MDR reporting process and FDA adverse event reporting requirement. CAPA 737316 was opened on 11jul2025 to address correction. Device performance and/or risk profile are not impacted. A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified: broken shell, around 0-25% of the shell is missing, flat creases and a weight test of the explanted material was verified and it was underweight. Microscopic analysis of the return device identified: broken shell with striated edge on anterior side assessed as surgical damage and broken shell with smooth edge on posterior side assessed as smooth opening. Based on the device analysis the final assessment is broken shell with striated edge assessed as surgical damage. Broken shell with smooth edge assessed as smooth opening. Missing shell that is assessed as inconclusive. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Reason for reoperation: rupture and capsular contracture, baker grade iii/IV.

Event description:
Healthcare professional reports left side rupture and capsular contracture, baker grade iii/IV. Device has been explanted.